Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was suspected to have its electrode suffered a fracture and insulation issues. The s-ICD alternate vector exhibited undersensing. Technical services (ts) was consulted and reviewed stored data. Ts noted the subcutaneous electrocardiogram (s-ECG) was normal for primary and secondary vectors, which are not indicative of an electrode fracture. This device remains in service. No adverse patient effects were reported. Additional information received indicates the electrode did not suffer a fracture, with the issues observed caused due to the patients low amplitude. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was suspected to have its electrode suffered a fracture and insulation issues. The s-ICD alternate vector exhibited undersensing. Technical services (ts) was consulted and reviewed stored data. Ts noted the subcutaneous electrocardiogram (s-ECG) was normal for primary and secondary vectors, which are not indicative of an electrode fracture. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.